Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)- dyspnea; aortic insufficiency; torn material. The results of this investigation concluded a tear in cusp 1, pannus ingrowth on the inflow aspect of cusps 1 and 3 and outflow aspect of cusps 2 and 3, and focal microcalcification on cusp 2. There was no evidence of acute inflammation and all three cusps contained surface gram positive cocci. No evidence was found to suggest the cause of the cusp tear or calcification and pannus formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
(B)(6) year-old, female patient was implanted with this 21 mm sjm trifecta valve on (B)(6) 2011. After a complete recovery the patient presented at an external hospital on (B)(6) 2015 with acute dyspnea. The last transthoracic echocardiogram performed in (B)(6) 2014 was negative for prosthetic insufficiency and there were no signs of prosthetic valve endocarditis. Upon presentation in (B)(6), reoperation was required due to prosthetic insufficiency. Surgery was performed on (B)(6) 2015 and findings were a nearly complete cusp tear at the cusp adjacent to the coronary sinus. Intraoperative tee demonstrated high grade aortic insufficiency with a cusp prolapsing into the left ventricular outflow tract. The valve was explanted and replaced with a 21 mm edwards perimount prosthesis. A portion of the suture ring was sent to microbiology for evaluation.